Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a knife was blunt during cataract surgery. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information: as no sample has been returned for evaluation, the condition of the product could not be verified. The actual lot number remains unknown for this reported event however, two possible lot numbers were identified. A review of the related device history records (DHR) for the two possible lot numbers, 135982m and 134571m, has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates no additional complaints have been associated with the two potential lots. As no sample was returned and the device history record review of the two possible lot numbers indicate that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the knife bluntness was noted while attempting to make the incision during surgery. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient.